Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working properly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) went to the customer site and observed the display issue, noting that the touchscreen wasn't responding properly, and determined the cause to be the power management (pm) printed circuit board assembly (pcba). The fse replaced the pm pcba and then completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.